Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to liquid ingress in the scope cover causing the switch to malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope image occasionally freeze automatically. There were no reports of patient harm.